Event description:
The customer reported to olympus that the video system center displayed b40 malfunction error (video system is damaged) and vertical lines on the screen. The issue occurred during the preparation for use for an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found that the vertical lines were present on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of ¿lines on the screen¿ was confirmed. However, the specific cause of the lines on the screen was not established at this time. Olympus will continue to monitor field performance for this device.